Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 55.6cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient received a vibratory alert for high, out of range pacing lead impedance and presented to the hospital the next day. The patient was transferred to another hospital where the lead was explanted and replaced.